Manufacturer narrative:
It is unknown when the distractors broke therefore event date could not be determined. (B)(4). Reference exemption number e2017029.

Event description:
Patient underwent a mandibular distraction. Two of the distractors broke at the proximal plate on both sides of the rod. Right side maintained distraction length, but the left side did not. The break is believed to have occurred during the consolidation phase. A scan was taken in february and everything was ok. When patient underwent another scan on (B)(6) 2017 it appeared the distractors broke off. Patient went back to the operating room (or) on (B)(6) 2017 and both distractors were removed. The patient had finished the consolidation phase.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken distractors returned. Process evaluation was also performed based off the lot number provided. Tensile cracks were observed under the stereo microscope. It was determined there were no indications of material or manufacturing defects. The product device history records were also reviewed based on the lot numbers provided, and no anomalies were found. The investigation results conclude that the root cause for breakages was due to structural failure of the device due to mechanical overload.